Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported motor error alarm on her insulin pump. The customer's blood glucose was 134 mg/dl at the time of the call. Troubleshooting found the motor error alarm occurred when she was changing her reservoir. Customer did not recall any significant events leading to the alarm. Customer is advised to revert to her back-up plan while a replacement insulin pump is being sent to her. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.